Event description:
The patient was admitted to the hospital because she had right breast ptosis, breast asymmetry and personal history of breast cancer, mastectomy on the left and silicone gel implant reconstruction. During this reconstructive surgery, the surgeon found that the left silicone breast implant had ruptured. Surgical procedure was left removal of ruptured implant silicone material, left medial capsulorrhaphy, left partial capsulectomy and capsulotomy and right reduction mammoplasty.